Manufacturer narrative:
Citation: holy ew et al. Long-term durability and haemodynamic performance of a self-expanding transcatheter heart valve beyond five years after implantation: a prospective observational study applying the standardised definitions of structural deterioration and valve failure. Eurointervention. 2018 jul 20;14(4): e390-e396. Doi: 10.4244/eij-d-18-00041. Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding long-term durability and performance of self-expanding transcatheter heart valves beyond five years post-implant. All data were collected from a single center between september 2007 and december 2011. The study population included 152 patients (predominantly female, mean age 81 years), all of which were implanted with a medtronic corevalve bioprosthetic valve. No serial numbers were provided. Among all patients, a total of 95 deaths occurred with a median time of 3.4 years from implant to death. Of these deaths, 66 were considered cardiovascular deaths due to various causes such as procedure-related complications, stroke, myocardial infarction, sudden cardiac death / arrhythmia, heart failure, or unknown. Of the 66 cardiovascular deaths, six occurred within 30 days of implant which were characterized in a supplementary table as ¿procedure-related (vascular complication, bleeding, aortic or ventricular rupture)¿. No further details were provided on these deaths. Based on the available information medtronic product may have caused or contributed to these deaths - most specifically the aortic rupture. Among all patients, adverse events included: moderate to severe aortic regurgitation with intervention, myocardial infarction, major stroke, major bleeding, major vascular complications, acute kidney injury, and new permanent pacemaker. Based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.